Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional e-c 3 pal lens is being filed under a separate medwatch report number.

Event description:
It was reported that approximately, two and a half months after implantation of a ec-3 pal 20.5 diopter lens the patient complained of dysphotopsia. It was indicated that this may have been caused by minor iol insertion abrasion. The lens was explanted on (B)(6) 2016 and another ec-3 pal 20.5 diopter lens implanted; however, that lens was noted to have a cosmetic deficiency. This lens was also explanted and a third same size lens implanted to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The lens was returned and evaluated. The lens was in a lens case and appeared to have been cut through the middle of the optic. The lens was noted to have a glare of residue on both the anterior and posterior sides of the lens. The lens was rinsed; the residue removed and inspected under 10 x magnifications. Two small parallel line/ cracks were noted on the outer ring of the optic by the trailing haptic. These lines were compared to the step profile on an injector and it appeared as if the defected area would perfectly measure the amount of area that is grasped by the injector during implantation. An attempt in order to reenact the reported lens surface defect was made using the injectors returned; however, was not possible. The four injector instruments were evaluated by our r & d technician and it was reported that they appeared to be in good conditions. No obvious damages were noted and the tip profiles appeared to be within specifications. The injector used to inplant the complaint lens was not properly identified; thus, could not be linked to the reported issue. An additional attempt was made in order to reenact the reported issue. The lens was rinsed in water and grabbed by the optic area with tweezers. Pressure was added to the tweezers which allowed the tweezer to cut right through the optic edge. The slit/ parallel line/ crack was compared to the previously observed parallel lines/ crack and both appeared to be similar in both length and appearance. This was done multiple times and the same result was created. Per the instruction for use (IFU) under warnings it is indicated that: "improper handling of this lens may cause damage to the haptics and the optics." After reviewing the complaint information and based on the analysis of the device and additional testing performed it appears that the reported issues was potentially caused by the handling of the lens during implantation. Based on the information provided and after analysis of the complaint device, a definitive cause for the report difficulties cannot be determined and there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. The device history record (DHR) for the lens was reviewed and no non-conformities or deviations noted during the manufacturing of the lens that could have contributed to the nature of this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Report type added adverse event and outcomes attributed to adverse event added required intervention to prevent permanent impairment/damage (devices). The use of an additional lens is considered medical intervention; therefore, report type was changed. Type of reportable event was changed from malfunction to serious injury. The use of another lens is considered medical intervention in order to prevent and avoid permanent impairment or damage.

Event description:
N/a